Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed in which the lead passed all testing performed.

Event description:
It was reported that this lead was not successfully implanted due to a unknown product performance anomaly. The lead was never in service. No adverse patient effects were reported.